Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935 implantable tachy lead (B)(6); 4196 implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary #the full lead was returned, and analyzed. There were no anomalies were found, visual summary analysis of the lead indicated apparent explant damage. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the right atrial (ra) lead had dislodged about five days after implant. The lead was revised and remained in use. Two weeks post revision, the lead appeared to be near the tricuspid valve, but was performing as intended. The patient has since required more atrial pacing and the ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.